Event description:
The ventilator was being repaired at distributor's office. The sbc board was installed and the ventilator was turned on. It was reported that a small amount of smoke was seen coming from the ventilator and then the device shut down. Reportedly, no alarms were sounded. There was no patient involvement in this case.

Manufacturer narrative:
Evaluation is not yet completed. Evaluation results are anticipated.